Manufacturer narrative:
During follow-up, the patient said he has been experiencing irritation from catheterization and bleeding following catheterization, and tried adding lubricating gel to the hm14c to ease insertion but still experienced the same symptoms. He was placed on a foley catheter to give his urethra a rest from the bleeding incidents. His doctor advised perhaps the catheter was too stiff for his needs, and he is going to try samples of a softer catheter. He thought he felt rough edges on a few units but discarded them.

Event description:
Intermittent catheter patient (user) reported discomfort and infections concurrent with catheter use and feels like there is an edge on the catheter. During follow-up, the patient confirmed he had symptoms of a urinary tract infection (uti) and was prescribed an antibiotic which he is still taking and was placed on a foley catheter.